Event description:
Patient reported events of "tingling sensation, pins and needles", "loss of fine and gross motor skills" and "poor circulation", ¿inflammation¿, ¿rash¿, and ¿shingles¿ are not device related.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5090725.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right-side implant has ruptured. Additionally patient has shingles on the same side that started with pain in the right arm, inflammation, rash, and is worried/stressed about the recall. Device remains implanted.